Manufacturer narrative:
(B)(4).the sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) power cycled and hc alarmed system error 2367. The baxter technical service representative (tsr) had the hp start over with new disposables. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem.